Manufacturer narrative:
This report is filed on may 22, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted february 13, 2017.

Manufacturer narrative:
This report is submitted on december 22, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting of the external components did not resolve the issue. The implanted device remains.